Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction with the f14nc catheter.

Event description:
Intermittent catheter patient (user) said she got a urinary tract infection (uti) while using the f14nc catheter, and was seen by her doctor who provided medicine to treat the uti. During follow-up, the patient said she was prescribed an antibiotic, took the full course, and recovered completely.